Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross rf wire was selected for catheter ablation procedure. When the wire was checked at outside patient after 10 attempts to deliver radio frequency, the wire was found blackened. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed).